Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores. The sores were underneath the lifevest on his back. There was no alleged device malfunction contributing to the sores. The patient's physician recommended the vest be removed for a few hours a day to allow skin to heal. Follow up indicated the sores healed .